Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in june 2010 and performed self-tests up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. The pad-pak was removed during this time for periods up to 9 months at a time. The device recorded multiple self-test fails due to a shock key error between the (B)(6) 2015 and the (B)(6) 2016. The technical log shows on each occasion the shock key was recorded as being stuck. An in range patient impedance was detected during this time, no shock was advised. The pad-pak was removed on several occasions between (B)(6) 2016. On the last log entry on the (B)(6) 2016 the device records a self-test fail with a nonsensical duration. The technical log again shows the shock key was recorded as being stuck. Investigation found the reported fault can be attributed to membrane failure. The fault could not be replicated with a good membrane installed. No fault could be measured or observed with the shock key. It is possible this incidence occurred either as a result of an external influence or as a result of the membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.